Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the audio bolus button was short, and the audio bolus button cover was detached/missing. Unrelated to the initial complaint, the ok, up and down arrow keypad buttons were unresponsive due to the short bolus button. Also unrelated, the battery compartment was cracked, and the battery cap was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.